Manufacturer narrative:
Customer complaint notes, stated the buttons didn't work - it is now saying battery out limit. Pump received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. After locked j2/lcd keypad connector in place. No anomalies was notice. Problem isolated j2/lcd keypad connector. However, unable to perform operating currents, self test and displacement test or verify unexpected battery out limit due to no button response. However, keypad flattened button dome switch (creased) was found on esc. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a cracked belt clip and buttons were not working. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.